Event description:
Rptr received a call from an rn, who brought the problem to his attention, the complaint had to do with the one-way valve assembly between the mask and high concentrator bag. Apparently the valve sticks shut.